Event description:
As reported by the sales rep per the user facility: two incidents occurred; one incident occured in 2008 another a few days earlier. Incident reported: tubing coming apart and spillage of chemotherapy agent. Additional information provided by the facility indicated the sets came apart at the y-site, leading to chemo spills. It has been reported no one suffered any adverse sequela associated with the reported incidents. Although the facility returned unused samples for evaluation, the facility reported they will also be sending the used samples involved in the incidents.

Manufacturer narrative:
The actual devices in the incidents have not yet been returned to the manufacturer to be evaluated. Thirty-one (31) unused representative samples sealed in the blister package from the reported lot were returned for evaluation. The thirty one unused samples were physically tested for leakage and were found acceptable. The samples were then subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. The house retain samples for the reported lot were also physically tested for leakage and subjected to pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. Without the actual samples a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual samples are received, a follow-up report will be filed.